Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event, patient and device information.

Event description:
It was reported patient's ipg is inoperable. However, the implant date is not known, and it is unknown if and when the patient received the low battery warning. Therefore, device longevity cannot be calculated. Next course of action is undetermined at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the ipg has met or exceeded 75% expected longevity. There is no device malfunction.